Event description:
"Situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was notified by rn of leaking baxter tubing despite green alcohol cap being in place. Y-site marked with tape to indicate where leaks are. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution". Manufacturer response for IV tubing, IV tubing (per site reporter). Re-created leak with baxter on site. [Redacted date] sample collected.